Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed opacification on their intraocular lens nearly 4 years post-implant. The patient had a yag capsulotomy done and visited a retina surgeon before returning to the implanting surgeon. As a result of the opacification, the lens was exchanged and the surgeon anticipates a great prognosis for the patient.

Manufacturer narrative:
The lens was returned for evaluation, but no signs of opacification were noted during visual inspection. The lens was submitted for analytical testing, which identified particles of aluminum, carbon, chlorine, iron, magnesium, oxygen, phosphorus, potassium, and sodium around the perimeter of the lens. It was noted that no calcification of the lens near the center was detected. Thus, the lens evaluation did not confirm the reported event of opacification. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, an exact root cause could not be determined.